Event description:
The customer reported that the ventilator was alarming due to a high oxygen supply pressure. The customer reported the device was not in use on a patient therefore there was no patient involvement. The manufacturer's service technician confirmed on power up the ventilator alarmed due high oxygen supply pressure and oxygen not available. When the measured oxygen inlet pressure is greater than 92 psig, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the oxygen supply pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient if this type of event occurs during use. Upon inspection the service technician released pressure from the o2 manifold connection in use on the unit. Per labeling, the oxygen source must be able to deliver 100% oxygen regulated to 40-87 psi. Performance verification testing was completed and passed per operating specifications.

Manufacturer narrative:
(B)(4) = pressure in manifold.